Event description:
It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was under general anesthesia. Venous access was obtained. A watchman fxd access system (was) was advanced with a versacross connect (vcc) transseptal system and transseptal puncture (tsp) was performed, then the devices were advanced into the left atrium. The activated clotting time (act) result was 261. A 27mm watchman flx closure device was subsequently advanced and attempted to be implanted but was removed as the physicians wanted to reattempt tsp to get a more coaxial approach. The was retracted back into the right atrium (ra) and removed. Immediately on transesophageal echocardiogram (tee) imaging, a thrombus was noted in the ra attached to the septum. The procedure was aborted. The patient was fully recovered and discharged home. The physicians plan to bring the patient back for another laa closure procedure in the future.